Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device could not secure/drive the k-wire due to component failure from normal wear. If additional information should become available, a supplementary medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that there was a brown liquid coming from the inside of the quick coupling device. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.